Event description:
It was reported that an unspecified number of syringe 10ml ll experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: I opened the syringe and began drawing up my medication and water for injections when I noticed a lot of resistance and the medication had turned white and frothy in the syringes. I looked very closely and there was a crack and a hole at the bottom of the syringe. Now I have a central line and if I had used this syringe there would have been a risk of air embolism or precipitation blockages of the line. This particular line has no internal valve so it carries a larger risk of air embolism.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907009, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of lot 1907009 were used for additional evaluation. The product was visually inspected, no defects or damage was observed on any of the product. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based upon the investigation of the retained samples and the device history review, the root cause could not be determined at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: I opened the syringe and began drawing up my medication and water for injections when I noticed a lot of resistance and the medication had turned white and frothy in the syringes. I looked very closely and there was a crack and a hole at the bottom of the syringe. Now I have a central line and if I had used this syringe there would have been a risk of air embolism or precipitation blockages of the line. This particular line has no internal valve so it carries a larger risk of air embolism.